Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v (3.0x18, 3.0x15, 3.0x08,3.5x28) other: aspirin, clopidogrel the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 28 mm xience v stent .

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dyspnea and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with implantation of a 3.0 x 18 mm xience v stent in the mid to proximal left anterior descending (lad) artery and a 3.5 x 12 mm xience v stent and a 3.5 x 28 mm xience v stent in the left main / proximal circumflex (cx) arteries. Additionally, a 3.0 x 15 mm xience v stent and a 3.0 x 08 mm xience v stent were implanted in the mid right coronary artery. On (B)(6) 2015, the patient experienced extreme dyspnea and coronary angiography noted in-stent restenosis in the left main (3.5 x 28 mm xience v), proximal cx (3.5 x 12 mm xience v) and proximal lad arteries. A coronary artery bypass graft procedure was performed on (B)(6)2015 and the patient condition resolved. No additional information has been provided.